Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 8107461. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.bd will continue to monitor this issue. H3 other text : see h.10.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm had a loose tubing clamp. The following information was provided by the initial reporter: "the patient's usage of the intravenous indwelling needle showed that the clip was not tightly closed, the extension tube leaked, causing re-puncture, and increasing patient pain. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm had a loose tubing clamp the following information was provided by the initial reporter: "the patient's usage of the intravenous indwelling needle showed that the clip was not tightly closed, the extension tube leaked, causing re-puncture, and increasing patient pain. "